Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -5.0 diopter was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a same model, same size lens due to refractive surprise. The problem was resolved. Cause of the event is unknown. Reportedly, "the patient is 43 years old. Considering the prebyopia problem, in order to delay the time of wearing reading glasses, he communicated repeatedly. Finally, he decided to retain 50 degrees of myopia during the surgical design. However, there is a big difference between postoperative correction of vision and estimated correction of vision, which cannot meet the patient's long-term needs. After consultation with the surgeon, he decided to replace it with a crystal with an unretained degree."

Manufacturer narrative:
Weight, ethnicity, race:unk.acd<3.0 claim# (B)(4).

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found the haptic torn and broken. Dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).